Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail release level had dried fluid and liquid on it and the surrounding hardware. The side rail release and latch were cleaned and lubricated by the technician to resolve the issue.